Event description:
It was reported that during a radical prostatectomy procedure, one of the multiple clip appliers used showed problems since the beginning of its use. The clips failed to close properly. They had a "scissored" shape. Two clips were removed from the surgical site. The case was carried out and finished by opening a new clip applier. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that device was received with three unformed clips and one malformed clip inside a plastic bag. Further evaluation the device was found empty and locked out. No conclusion could be reached as to what may have caused the report incident. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found in the internal components. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did clip fall into the patient? Yes. Was the clip removed? Yes. Which firing of the device did this event occur on? At the beginning of the 2nd or 3rd firing. What vessel or structure was the device fired on at the time of the event? Prostate vessels. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? No.